Event description:
Arizant ranger blood/fluid warmer with cassette was used on patient for peritoneal dialysis at the rate of 35 ml per hour. Upon moving IV pole the staff noticed that fluid was leaking from cassette. The inspection of the cassette showed a small pinhole in the middle at a seam.====================== manufacturer response for cassette for blood/fluid warmer, ranger======================they want to interview clinicians.